Event description:
Device malfunction: tip detachment. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that before a stenting procedure in the renal artery, the omnilink stent delivery system (sds) was prepped correctly; however, before entering the body, the sds became stuck while it was advanced over a non-abbott guide wire. While trying to remove the sds from the wire, the sds tip detached. Both the sds and the wire were removed. The procedure was successfully completed using a second wire and omnilink stent. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for investigation. Without the device, a root cause for the stent delivery system (sds) becoming stuck on the guide wire and tip separation could not be determined based on the described event. However, the sds becoming stuck on the guide wire could be affected by numerous factors including, but not limited to, diameter of the guide wire, overlapping guide wire coils, sticky guide/guide wire lumen due to a semi dried blood/contrast or a damaged sds guide wire lumen. The device's instructions for use indicates that it is intended for palliation of malignant strictures in the biliary tree. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.